Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found the open/close sensor loose in the catch and reinserted it until it clicked into place. The sensor was tested and confirmed to remain securely in position. The drawer was tested multiple times and was found to be operational in diagnostics, successfully recovered, and tested successfully within the application. The fse replaced the pyxibus 6_drawer cable due to cuts in the shielding and replaced the latch inseparable (old style with new style) on drawers 5 and 6 (enhanced full-height cubie drawers). A cabinet bumper was added. Final testing confirmed the drawers' passed diagnostics and functioned correctly within the application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full-height drawer failed repeatedly and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.